Manufacturer narrative:
(B)(4).

Event description:
It was reported an alert indicating no active morphology template present was observed on a remote merlin transmission. The missing templates were confirmed. Performing an manual morphology update was scheduled. No further information is available.